Manufacturer narrative:
Due to the length of time that had passed from the date of event to the date of report, the reporter could not recall any specific details or the cause of the event. Added 'required intervention to prevent permanent impairment/damage'.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for blood glucose (bg) over 400 mg/dl and diabetic ketoacidosis (dka). The cause of the dka was not known. No additional information was provided at this time.